Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay for performed in fall 2020. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10: this supplemental report is being submitted to retract the previous initial MDR report for a false positive, as further review of additional information that received from customer determined there was no allegation of false results occured in fall 2020. Ref MFR reports: 1221359-2021-01525 and 1221359-2021-01551.